Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two sections, with the stylet in both section, which was attributed to induced damage. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the helix would not extend. It was rotated thirty times. A sheath was used for re-insertion into the lead, but could not be inserted. Finally, a new lead was used. This ra lead was returned for analysis. No adverse patient effects were reported.